Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen was calibrated, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from biomedical engineer, reporting that the v60 ventilator had a touchscreen that was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. The biomed reported that the v60 ventilator had a touchscreen that was not responding. The biomed was able to duplicate the issue. During troubleshooting, the biomed reported that the power was cycled, and the touchscreen was responding. The touchscreen passed calibration and responded as expected. The remote service engineer (rse) recommended monitoring the touchscreen operation; if the touchscreen does not respond, the touchscreen would need to be replaced. The customer was provided with the part number for replacement. Investigation is ongoing.